Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. (Dhrs) (device history review) for the libre sensor and libre sensor kit was reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that a customer was unable to receive sensor scan results on the adc freestyle libre, due to a "replace sensor" error message received on day 3 of sensor wear. The customer was experiencing shortness of breath, so he was taken to a medical clinic on (B)(6) 2019 at 8 am. The hcp administered intravenous glucose for treatment and other medications for his dialysis. The caller reported that a blood glucose reading of 100 mg/dl was received on the hcp meter at 9 am. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer was unable to receive sensor scan results on the adc freestyle libre, due to a "replace sensor" error message received on day 3 of sensor wear. The customer was experiencing shortness of breath, so he was taken to a medical clinic on (B)(6) 2019 at 8 am. The hcp administered intravenous glucose for treatment and other medications for his dialysis. The caller reported that a blood glucose reading of 100 mg/dl was received on the hcp meter at 9 am. No further treatment or intervention was reported. There was no report of death or permanent impairment associated with this event.